Manufacturer narrative:
The otp pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: during the product analysis investigation contamination was discovered under the contrast button and all of the keypad buttons, the down and ok buttons' contacts were inverted and all of the buttons lacked exceptional spring back. Additionally, the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2012 stating the ok and down arrow keypad buttons were intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a dry paper towel. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.